Event description:
It was reported that the patient developed endocarditis. The implantable cardioverter defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: 694765 lead, (B)(6) 2004; 419488 lead, (B)(6) 2006; d274trk ICD, (B)(6) 2010. (B)(4).